Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that every now and then when she touched someone she felt like she was electrocuting them. The patient reported that at first, she only felt the shocking sensation when she was plugging electronics into a wall outlet, but she didn¿t think anything of it. The patient reported that now for the past few weeks she felt it when she touched people. The patient reported that she was electrocuting her granddaughter. The patient reported that she felt little shocks and wanted to know why this was happening and if she needed to be reprogrammed. No further complications were reported.